Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. The failure mode is the same as investigated in previous evaluation (B)(4) which determined that, due to the low rate of occurrence, field action is not required at this time (september 25, 2018). Design: the lpi handle assembles with two end pieces for use three times during the surgical procedure: 1) impaction of the femoral trial 2) impaction of the tibial tray implant and 3) impaction of the femoral implant. Manufacturing: available devices from previously reported complaints were evaluated. Complaint devices appeared to have similar failure modes, and either were cracked or fractured. Cracks were consistent with starting inside the plastic handle at the base of one of the two metal attachment features and spreading outward. Cracks were either linear, along the handle axis or horizontal, nearly in line with the origin. The review of the lpi impactor handles (213-65-00) cited in complaints for broken or cracked handles showed a consistent failure mode. A review of the device order history did not show a trend in those lots with complaint devices, nor did a review of design changes show changes made to the design which could contribute to the complaint. Risk management: a review of the risk management report (rmr) and risk assessment and controls report (racr) was conducted to confirm the risk was included and the rate of occurrence is below the predicted threshold. Per 750-2009-023-rmr-instrument, rev b - device fracture/breakage (line item 18) can lead to a surgical delay. The predicted severity of this harm is moderate (3), defined as "any instrument-related hazard that could result in marked intra-operative inconvenience to the surgeon and staff", and the predicted occurrence is low (2), defined as less than 1%. An analysis was performed for the complaint rate of handle breakage based on year of handle manufacture. The analysis showed that the complaint rate is very low with no upward trend. The overall occurrence rate was determined to be 0.030%. Based on the available data, the device is performing within its predicted risk. Most likely cause: based on the investigation the most likely cause of the reported event is related to high impaction forces applied to the instrument during the surgical procedure. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. It was reported that the lpi handle of the tibial impactor broke during impaction during a knee replacement surgery. A review of the device history did not show a trend in those lots with complaint devices, nor did a review of design changes show any changes made to the design which could have contributed to the complaint. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing or design issues, nor did it lead to any adverse patient impact.

Event description:
It was reported from exactech korea that during an orthopedic knee replacement surgical procedure the welded parts of the lpi handle were broken during an implant procedure. Another handle was used to finish the procedure. The sales representative was present at the surgery and reported no device fragments fell into the surgical site. There was a slight delay in the surgery, but the patient did not experience any adverse effects. No additional information to further investigate this event was provided by the contacts.